Event description:
Fmc canada #0838 reporting "blood leaking from venous header one hour into pt treatment." Estimated blood loss 50 -100 cc from the leak. Pt was reinfused and a new dialyzer was prepared for use without further incident. No medical intervention reported. Complaint sample was discarded.